Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer's blood glucose (bg) level was 600 mg/dl. Customer reverted to manual insulin injections to address elevated bg. No further details were provided.